Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. The patient was reported to be very restless and attempted to stand up. The pump catheter was pulled heavily. The pump stopped with excessive motor current and purge pressure. The impella cp pump could not be restarted. Abiomed customer support recommended using a new impella heart pump. The patient was reasonably stable 10 minutes after removal of the impella cp, but a falling mean arterial pressure was reported from 54 to 50mmhg. The patient was already receiving high doses of catecholamines. The patient was transferred to the intensive care unit in critical condition. No new impella heart pump was used. The following day it was reported that the patient died the night after the pump stopped.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The cause of the pump stop issue was not determined since product and data logs were not returned for investigation.